Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a complete and thorough analysis was completed. This lead was subjected to and passed continuity testing. The lead coils were found deformed which was attributed to the explant of the lead.

Event description:
Boston scientific received information that this right ventricle (rv) lead was explanted due to possible dislodgement. No additional adverse patient effects were reported.